Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The atrial lead exhibited noise. Isometric movements reproduced the noise. After reprogramming, the lead resumed normal function. The patient was stable post event and would continue to be monitored normally.

Event description:
New information on 3/9/2017 stated that during a normal device change out procedure, the lead was repaired.